Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and replaced the batteries due to short run time. The stm has advised that the customer uses this iabp unit in an off-label walking exercise program where the batteries are charged and discharged every day, making the batteries fail early. Unrelated to the complaint issue, the stm also replaced the safety disk due to hours reached. Full functional and safety tests were performed and the iabp passed all tests. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an autofill failure. It is unknown under which circumstances this event occurred and whether there was patient involved or not; however, there was no adverse event reported.